Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead; 419488 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed with undersensing on stored electrogram. The lead remains in use. No patient complications have been reported as a result of this event.